Manufacturer narrative:
Additional information: returned to manufacturer on?, device return to manuf. Device eval by manufacturer? Device available for eval ? If other specify, imdrf codes a,b,c,d and g. Correction: imdrf e and f code. Omit: imdrf a1601-device alarm system,g0600101-alarm audible. H3 : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had alarm - error codes / messages. There was patient involvement. Patient was not harmed.

Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 28nov2012. The review was performed from the date of manufacture to the present date 07apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had alarm - error codes / messages. There was patient involvement. Patient was not harmed.